Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism. Visual analysis noted that the lead passed using a 8fr safe sheath and the lead also passed the introducer test.

Event description:
It was reported that during an implant attempt, the right atrial (ra) lead insulation was noted to be "bunched up" on the valve of the sheath. Upon removing the lead, no bunching was noticed. Medical judgment was made and a new lead was used. No patient complications have been reported as result of this event.